Manufacturer narrative:
Submit date: 12/20/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/12/2016 that a customer had an issue with a lite glove. The customer reports that the device had a hole during set up. Another device was used to complete the procedure.